Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was on a cruise ship in jamaica. Customer's blood glucose was 546 mg/dl. Customer treated with a manual injection. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was pressed for 3 minutes or longer. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced. Customer stated that she is using the old pump and has a new pump at home.